Event description:
Optician reported pt diagnosed with corneal ulcer and referred to a hospital. Medical documentation received from hospital. Pt presented with red, sore right eye. Pt was diagnosed with a corneal ulcer and treated with an antibiotic. Pt recovered with a corneal scar. There was no impact on the visual acuity. A contact lens culture tested positive for infection. Treating doctor noted the pt was wearing lenses on extended basis.

Manufacturer narrative:
The complaint product was not returned for eval. Sealed lenses were returned and found to be within specs. The lot device history records were reviewed and show that all requirements were met. Based on all info, no causal factors can be determined and no conclusion can be drawn.